Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) failed a leak test. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the leak test result in service mode and performed a pim test, which failed. The fse then removed the safety disk and applied pressure grease. The pim leak test was performed again and passed. The fse performed a machine simulation for 30 minutes, which tested ok. Machine functional checks were performed and passed. The product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Event site name: (B)(6).